Event description:
Boston scientific received information that three days post implant, this atrial lead dislodged. A revision procedure was performed and the lead was repositioned; however, the lead dislodged for a second time. A second revision procedure was performed. The lead was explanted and tissue was noted entwined into the helix. A new lead was successfully implanted with normal measurements. The explanted lead was returned for analysis. No additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and lead body found no anomalies. The helix was fully extended, with dried body fluid in the helix mechanism and into the lead¿s lumen. Tissue was noted entwined around the base of the helix. The helix was not able to be retracted, due to the dried body fluid and tissue in the helix mechanism.